Manufacturer narrative:
Date of event estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
It was reported that the patient was experiencing ineffective therapy on one side. It was discovered that the patient's lead had migrated and rotated, which was confirmed through imaging. Surgical intervention took place on (B)(6)2023 where the lead was repositioned to address the issue. Effective stimulation was restored.